Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to dislocation. Bi-mentum liner popped off of 28 head when it dislocated. Doi: (B)(6), 2021. Dor: (B)(6), 2024. Affected side: right hip.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? No. B. Could you please confirm the finding of the complaint ¿liner popped from 28 head¿? It seems unlikely that a liner pops from a head as the head is impacted by the liner? I believe it dislocated and the liner came off of the head when they tried to close and reduce it.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A non-conformance search for the provided lot number/product code combination was conducted and no reports related to the reported event were found. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a non-conformance search for the provided lot number/product code combination was conducted and no reports related to the reported event were found.